Event description:
It was reported that a patient was treated 3 months ago with water vapor therapy procedure, and he has been dealing with post operative complications, he reflects pain, urinary retention, midnight urgencies due to he still goes 3 to 4 times per night to the bathroom. The patient had catheter for 2 weeks and was suministrated with medication since the procedure. Next to be done is a cystoscopy for more information.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, urinary retention, urinary urgency are a known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported patient symptoms of pain, urinary retention, urinary urgency and urinary frequency are a known risk associated with implant of these devices as indicated in the instructions for use. A risk review was completed and confirmed that the event of pain, urinary retention, urinary urgency and urinary frequency were defined in the risk documentation. Based on this information, a probable cause of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient was treated 3 months ago with water vapor therapy procedure, and he has been dealing with post operative complications, he reflects pain, urinary retention, midnight urgencies due to he still goes 3 to 4 times per night to the bathroom. The patient had catheter for 2 weeks and was suministrated with medication since the procedure. Next to be done is a cystoscopy for more information.

Event description:
It was reported that a patient was treated 3 months ago with water vapor therapy procedure, and he has been dealing with post operative complications, he reflects pain, urinary retention, midnight urgencies due to he still goes 3 to 4 times per night to the bathroom. The patient had catheter for 2 weeks and was suministrated with medication since the procedure. Next to be done is a cystoscopy for more information.

Manufacturer narrative:
Correction to field g2: report source, g1: MFR site address 1, g1: MFR site city, g1: MFR site state, g1: MFR site zip/post code. Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported patient symptoms of pain, urinary retention, urinary urgency, urinary frequency and unexpected medical intervention are a known risk associated with implant of these devices as indicated in the instructions for use. A risk review was completed and confirmed that the event of pain, urinary retention, urinary urgency, urinary frequency and unexpected medical intervention were defined in the risk documentation. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.